Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker and the right atrial (ra) lead exhibited far r wave oversensing. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead exhibited low p waves sensing and far r wave oversensing resulting in inappropriate mode switch.